Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the up and down buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/10/2014 with the following findings: no damage or peeling to the keypad was observed during the investigation. The contrast key was not functional; the up arrow key was intermittently responsive; and the ok and down arrow keys were fully responsive. The keypad was removed and contamination was found under all the key contacts. Unrelated to the original complaint, the battery compartment was cracked below the bumper pad.